Event description:
It was reported that the system 9900 repeatedly locks up with "live" blinking on left monitor. System has to be reinitialized to recover. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Unable to duplicate malfunction. Debris found wedged between fluoro function board and backplane board. Measure 5 vdc at 4.88 on fluoro function board. Adjusted to nominal. The system was tested and found to be working as intended and placed back into service.